Event description:
Related to MFR report#: 2183959-2012-02688. It was reported by the plaintiff's attorney that on (B)(6) 2008, that the plaintiff was implanted with an ams miniarc pelvic mesh product to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of" "internal bodily tissue, dyspareunia," and other injuries that "required add'l surgery." The plaintiff's attorney also alleged that he plaintiff "experienced significant mental and physical pain and suffering" and "permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.